Manufacturer narrative:
(B)(4). The customer returned one single lumen PICC for investigation. Evidence of use was observed and the catheter body appeared to be intentionally cut. Visual inspection revealed the distal extension line contained a small hole directly adjacent to the luer hub. The remainder of the extension line was secured inside the luer hub. The total length of the catheter body measured to be 17" which is not within the specification of 22.75" - 23" per product drawing. This indicates that at least 5.75" of the catheter were cut and not returned for analysis. The outer diameter of the distal lumen measured to be 0.09424" which is within specifications of 0.093" - 0.097" per product drawing. The inner diameter of the distal lumen measured to be 0.057" which is within specifications of 0.055" - 0.059" per product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "attach pre-filled saline syringe, if provided, or other syringe to sidearm and flush distal lumen with sterile saline solution. Leave syringe in place. Flush remaining lumen(s) with sterile saline. Clamp or attach injection site cap(s) to extension line(s) to contain saline within lumen." Water leaked out of the hole in distal line. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. A hole was found in the distal extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. A device history record review was performed, and no relevant findings were identified. The type of damage observed is consistent with a manufacturing issue in the PICC lines. A non-conformance request has been initiated to further investigate this issue.

Event description:
When infusing, device is leaking where the lumen meets the pink luer lock. The device was removed and a new one placed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
When infusing, device is leaking where the lumen meets the pink luer lock. The device was removed and a new one placed. No patient harm reported. The patient's condition is reported as fine.